Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. B93875) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida (12), parity 2, anxiety, bipolar affective disorder, depression, multiple sclerosis and recurrent abortion. Concurrent conditions included autoimmune disorder. Concomitant products included ibuprofen and oxycodone hydrochloride; paracetamol (percocet). On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), dyspareunia ("dyspareunia") and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (robotic laparoscopic total hysterectomy, bilateral). At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia and dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, genital haemorrhage and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following ones were reported from social media report- pelvic pain, dyspareunia, dysmenorrhea. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. B93875) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida (12), parity 2, anxiety, bipolar affective disorder, depression, multiple sclerosis and recurrent abortion. Concurrent conditions included autoimmune disorder. Concomitant products included ibuprofen and oxycodone hydrochloride;paracetamol (percocet). On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), dyspareunia ("dyspareunia") and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (robotic laparoscopic total hysterectomy, bilateral). At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia and dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, genital haemorrhage and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following ones were reported from social media report- pelvic pain, dyspareunia, dysmenorrhea lot number: b93875, manufacturing date: 2013-11, expiration date: 2016-11. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-feb-2020: quality-safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.